Event description:
It was reported that a patient's blood glucose levels (bg) reached 321 mg/dl, while wearing the pod longer than 48 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The investigation did not find the soft cannula to be bent or kinked, however a tear was found in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. Inspection of the download data found that the pod generated an 0x40 alarm due to the rotational sensor exceeding the maximum number of open counts. Timeouts were observed at the end of runtime in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Rerun of the device did not replicate the timeouts, drive stall, or 0x40 alarm. No damages or defects were observed that would contribute to the timeouts, drive stall, or 0x40 alarm. The cause of the 0x40 alarm could not be determined.